Event description:
I had lasik surgery about 9 years ago. For the last past year when I wake up in the morning my right eye feels as though it has been out of the socket while I was sleeping. When I wake up the pain of my eye going back into the socket hurts so bad I feel as though I am going to go blind in this eye eventually. The pain is very sharp. I am so scared to go to sleep now for fear that my eye may not go back into the socket where it belongs. I never had this problem before the surgery. I have paperwork from my surgery. I signed papers that if something goes wrong after or during the surgery I cannot hold them liable. Yes, I have made the worst mistake of my life. It's just getting worst as I get older. If they would have told me this could happen years down the road I would have never of gotten this surgery. My right eye has never been the same since the surgery. I have always felt pain in this eye from time to time even in the daytime. I told this to the doctors office in (B)(6) during my checkups and was told my eye was still healing. My left eye is fine.